Event description:
Customer reported an issue with the insulin pump, specifically that the insulin gauge displayed zero after a new cartridge was filled and loaded. There was no adverse impact to the customer¿s blood glucose level. Technical support sent an email to follow up with the customer, and a subsequent follow-up was planned.